Event description:
It was reported that the xenon light source had b30 error (scope communication error) and dark image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.